Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the sleep/wake button on the ilet was intermittently unresponsive, sometimes requiring up to 10 minutes to function. The device had been in use for approximately two weeks. Blood glucose was not affected. Replace device arranged.